Event description:
Same case as MFR report #: 2134265-2012-03027. It was reported that during an angioplasty procedure, a catheter become stuck on the guide wire. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in a non-tortuous and heavily calcified superficial femoral artery (sfa). A 6fr cook ansel sheath was inserted .the 3mm x 40mm x 145cm coyote balloon catheter was then selected and advanced over a v-14 guide wire. The balloon was inflated to 8 atms. After deflation, the balloon catheter and guide wire became stuck together. The catheter and the guide wire were removed from the patient. The procedure was completed with a non-bsc balloon catheter and a v-18 guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the tip was flattened such that the lumen was completely blocked. The inner shaft was kinked on both sides of the distal markerband. The inner diameter (ID) of the inner shaft was measured with a calibrated pin gauge set; the ID was within specification. A guidewire was loaded into the guidewire port but could not be advanced through the inner shaft damage. The wire was not stuck in the lumen of the catheter, as reported, but the damaged inner shaft and confirmed difficulty loading the wire through the catheter are consistent with the reported difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).